Manufacturer narrative:
A1 - updated. D1 - updated. D3 - updated. H3 and h6 - updated. Two suspected device was returned for evaluation. The device history file was reviewed. There were no non-conformities were identified that may have contributed to the reported complaint. Devices were visually inspected and found there were no damages or anomalies observed. In order to replicate clinical use, the cassette was filled with 40ml of water. The cassette was then installed onto a cadd-solis 2110 pump. This was repeated for both cassettes. One cassette performs within the delivery accuracy rate stated under nominal conditions. The customer complaint was not confirmed. The probable cause is unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was underdosing - the pump body indicated 6.4ml of residual fluid, but when the residual fluid in the cassette was removed with a syringe, 17ml remained. There was patient involvement, and no patient harm/adverse event reported.